Event description:
It was reported that the right ventricular (rv) lead has unstable thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.